Manufacturer narrative:
Device evaluation: returned device was received slide clamp activated and remains of medication. No occlusion could be detected during visual inspection. During the evaluation of the device a syringe was used to infuse water inside of the ay bag. He water could pass through the pump tube and the ay bag could fill completely. The customer reported condition was not confirmed. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd 100 ml medication cassette reservoir was noticed to be occluded with medical fluid in it. There were no adverse events reported.